Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction and internal fixation (orif) of the right femur on (B)(6) 2018. An interlocking bolt for variable-angle lcp condylar insertion handle and an unknown aiming arm was attached to the variable angle-lcp curved condylar plate 10 hole. The surgeon used an insertion handle to slide the plate up the patient's leg and the handle then popped off. The plate appeared to be stripped where the locking bolt connects, and after several attempts to reattach or tighten it down, it continued to disconnect. The plate and the interlocking bolt malfunctioned. There was no allegation against the aiming arm or the insertion handle. Instead, a 12-hole plate was used instead of the 10-hole plate that malfunctioned. The procedure was successfully completed. There was a surgical delay of five (5) minutes. No patient consequence reported. Concomitant devices reported: unknown aiming arm (part # unknown, lot # unknown, quality # 1) , unknown insertion handle (part # unknown, lot # unknown, quality # 1). This report is for one (1) interlocking bolt for 4.5mm va-lcp condylar insertn handle. This is report 2 of 2 for (B)(4)